Manufacturer narrative:
Additional information: d10, h3, h6. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. The helix was found to be retracted and free of body fluids as received. After applying gray clip-on tool, the helix could be extended and retracted. The measured full helix extension was within specification.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Prior to implant, upon opening the package, an unspecified lead anomaly was observed. The lead was replaced to resolve the event and the patient was in stable condition.